Event description:
I had allergan smooth silicone (gummy bear) implants from (B)(6) 2008 until (B)(6) 2018. I experienced chronic fatigue, brain fog, memory loss, hair loss, pain in my breasts; heart palpitations, tinnitus, skin hypersensitivity; insomnia, irritable bladder, joint pain, sun allergy, alcohol intolerance, liver distinction; dry skin and hair, neck and back pain. Hypersensitive to cold/heat, weight gain of 30lbs despite exercise an clean eating lymphedema and chronic inflammation. Once explanted - all but the tinnitus have gone.